Event description:
The patient underwent a posterior cervical fusion from c3-c5 in 2005 and 6 weeks post operatively upon reviewing x-rays, it was noted that the closure caps had migrated. The patient was taken back to surgery and under the guidance of fluoroscopy the closure caps were removed and then replaced. The physician explained that he thought that the closure caps were not locked properly at the initial time of surgery. He also thought that the patient's weight was a contributing factor for improper placement of the closure tops.